Event description:
The pt called lifescan (lfs) in 08/2005 and alleged that the battery in their meter was corroded. The medical affairs specialist spoke to the pt 3 days later and obtained/verified the following information. The pt reported that in 07/2005 their meter would not power on due to battery corrosion. The pt threw the meter away. At that time they were taking glucophage once a day. They took their pill on the day of the hosp visit, which was the folllowing day. On that day the pt reported feeling dizzy and nauseous but they were unable to test. They were taken to the hosp and their blood glucose result on the hosp meter was over 300 mg/dl. They were given insulin shots while in the hosp and upon discharge they were given a prescription for insulin. The pt also reported that they are currently taking prednisone, which is a medication that can increase blood glucose levels. A replacment meter is being sent to the pt.